Event description:
As reported by the (B)(4) registry approximately one day post index procedure the patient experienced a neurological deficit. The neurologist found a faint new nystagmus to the right. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the ostium of the right internal carotid artery (r8). The target lesion was described as eccentric. The rate of stenosis was 90%. An angioguard ((B)(4)) embolic protection device was advanced distal to the lesion and the lesion was pre-dilated. A precise ((B)(4)) stent was successfully deployed in the lesion. The angioguard was safely removed from the patient. Upon removal and inspection of the filter basket outside the patient the physician did find debris in the basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The day after the procedure the patient suffered a neurological event. The neurologist found a faint new nystagmus to the right. This is a condition of voluntary or involuntary eye movement. The neurologist ordered an MRI which demonstrated multiple acute infarcts in different vascular territories, suggestive of embolization of the aortic arch atherosclerosis during her stenting procedure. She was kept in the hospital for one more day. She received heparin for 24 hours with a decision to discharge her on dual anti-platelet therapy for 6 weeks with a plan for aspirin therapy alone thereafter. The patient has no residual effects and is doing fine. She had a neuro check before and after the procedure by the same cath lab nurse. No neurological issues were uncovered.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry approximately one day post carotid stenting the neurologist found a faint new nystagmus to the right eye the patient is a (B)(6) female who was enrolled in the (B)(4) study. The target lesion location was the ostium of the right internal carotid artery (r8). The target lesion was described as eccentric. The rate of stenosis was 90%. An angioguard embolic protection device was advanced distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the lesion. The angioguard was safely removed from the patient. Upon removal and inspection of the filter basket outside the patient the physician did find debris in the basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The day after the procedure the patient suffered a faint new nystagmus to the right eye. The neurologist ordered an MRI which demonstrated multiple acute infarcts in different vascular territories, suggestive of embolization of the aortic arch atherosclerosis during her stenting procedure. She was kept in the hospital for one more day. She received heparin for 24 hours with a decision to discharge her on dual anti-platelet therapy for 6 weeks with a plan for aspirin therapy alone thereafter. The patient has no residual effects and is doing fine. She had a neuro check before and after the procedure by the same cath lab nurse. No neurological issues were uncovered. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Nystagmus is a condition of voluntary or involuntary eye movement. An MRI demonstrated multiple acute infarcts in different vascular territories, suggestive of embolization of the aortic arch atherosclerosis during her stenting procedure. Aortic atherosclerotic plaques are an important source of emboli, leading to cerebral (eg, transient ischemic attack, stroke), extremity or visceral embolization. Embolic events can occur spontaneously or can be induced by interventions including cardiac catheterization, arteriography, peripheral interventions, intraaortic balloon pumping, and cardiac or vascular surgery. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported event. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.